Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26174. We are unable to determine which lead is the issue so both leads are being reported. It was reported the patient is experiencing unwanted stimulation in his arms, hands and ribs. Lead diagnostics were normal. Follow up information identified surgical intervention may be pending to address this issue

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.